Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the fixation helix was found kinked and deformed. As the root cause of the observed damages, tensile forces during the explantation procedure should be taken into consideration. Furthermore, cuts in the insulation and deformations of the outer and inner conductor coils were found which resulted most likely from explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - rv lead revision today for impedances > 3000 ohms. Lead explanted.